Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that abrasion damage to the internal auxiliary pyxibus ribbon cable at half height (hh) drawer 1, which caused intermittent communication loss and resulted in station shutdown issues. The field service engineer (fse) installed a replacement internal pyxibus cable and properly rerouted it to prevent future abrasion. After replacement and routing correction, the station operated normally with no further shutdown issues observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and the unit did not turn on. The customer attempted to reboot the station; however, it did not power back on. The customer used keys to open the tower door to remove medications. The station was offline in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.